Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during an scs trial, the patient's respiration dropped significantly. Patient felt sick and was unable to breathe. As a result, all products were explanted and the trial was aborted. Patient has recovered post-op.

Manufacturer narrative:
Date of event is estimated.